Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) has been confirmed. As received, the monitor failed incoming functional testing. The cause for the resets and the test failure was isolated to a defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was resetting.